Manufacturer narrative:
(B)(6). Results: one used sample was returned for evaluation. A visual inspection revealed that the safety mechanism was broken and the inner shield was missing causing the safety activation failure and leaving the needle exposed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6092606. A manufacturing review revealed that the defect is related to the inner/outer assembly machine. Conclusion: the root cause for this incident has been determined to have been caused by machine of inner/outer assembly. A formal CAPA has not been initiated for this incident. However, the sensor of the nest empty has been relocated and a software change control ccn17-030 was created for add a new/additional nest empty sensor. (B)(4).

Event description:
It was reported that the safety mechanism separated on a 22 g x 0.75 in. (0.9 mm x 19 mm) bd saf-t-intima¿ closed IV catheter system after withdrawal. There was no report of injury or medical intervention.